Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Dervice not returned.

Event description:
It was reported that the pump stopped insulin delivery. Reportedly, the customer received a "resume insulin" message indicating that insulin delivery was suspended; however, the customer had not manually stopped insulin delivery. The customer's blood glucose (bg) level was elevated (exact value was not provided) with moderate ketones. Elevated bg level was addressed with boluses via the pump and manual injections. During troubleshooting with tandem technical support, pump history was reviewed and no alarms that would suspend insulin delivery were found. In addition, customer stated that the pump did not declare high bg alerts. Contact was unable to perform troubleshooting at the time of the report. Multiple follow up attempts were made to complete troubleshooting to determine if the high bg reminder setting was set to on; however, the customer did not respond.